Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(4)) did not retract lifeband was not confirmed during functional testing; however, was confirmed during archive data review. Based on the archive review, the autopulse platform displayed fault code 8 (motor controller fault detected) error message and fault code 16 (timeout moving to take-up position) error message. There were no device deficiencies found during the evaluation of the returned platform that could have caused, or contributed to the reported complaint. The autopulse platform worked as intended. Per the battery hang tag - advisory codes description and action, fault code 16 is an indication that there is obstruction between the lifeband and patient, or a twisted lifeband. The recommended actions to take for this type of user advisory are: open lifeband, clear obstruction or twist, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Fault code 8 is an indication of the motor controller's built-in fault detection system signals a fault. Press restart to clear the ua. During visual inspection, unrelated to the reported complaint; cracked front enclosure, bottom enclosure, top cover and battery compartment were observed on the returned autopulse platform. This type of physical damage likely attributed to mishandling, such as drop. The autopulse platform passed initial functional testing without any fault or error, and therefore, the reported complaint could not be replicated. During archive review, fault code 8 and fault code 16 was observed. The drive train motor and motor controller board will be replaced as a preventive precautionary measure, as the drive train motor and motor controller board may have had some intermittent technical problems that could not be directly identified during the functional testing. Waiting for customer's approval for service.

Event description:
During shift check, the autopulse platform (sn: (B)(4)) did not retract the lifeband. The user tried to troubleshoot by changing the lifeband and battery, however, issue still persist. No device malfunction was reported on the lifeband. No patient involvement.